Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. Technical services (ts) indicated that device data is required to determine the cause, however recommended device replacement if the patient was at risk of harm from safety core operation. It was noted that the health care professional (hcp) considered device replacement at a later time since the patient could tolerate safety core operation. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received that this patient was scheduled to have a device change but had a stroke. The patient then underwent a non-conditional magnetic resonance imaging (MRI) scan. This device remains in service. No additional adverse patient effects were reported. Additionally, this crt-p was later explanted and replaced. This device has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services (ts) indicated that device data is required to determine the cause, however recommended device replacement if the patient was at risk of harm from safety core operation. It was noted that the health care professional (hcp) considered device replacement at a later time since the patient could tolerate safety core operation. At this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on january 1, 2000 and that remote monitoring was disabled. Technical services (ts) indicated that device data is required to determine the cause, however recommended device replacement if the patient was at risk of harm from safety core operation. It was noted that the health care professional (hcp) considered device replacement at a later time since the patient could tolerate safety core operation. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received that the patient with this crt-p underwent a magnetic resonance imaging (MRI) scan with a non-conditional system. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. Technical services (ts) indicated that device data is required to determine the cause, however recommended device replacement if the patient was at risk of harm from safety core operation. It was noted that the health care professional (hcp) considered device replacement at a later time since the patient could tolerate safety core operation. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received that this patient was scheduled to have a device change but had a stroke. The patient then underwent a non-conditional magnetic resonance imaging (MRI) scan. This device remains in service. No additional adverse patient effects were reported.